Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with proglide devices via a 7f sheath, using a pre-close technique, prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, the foot plate would not close to allow withdrawal of the device. A cut down was performed to remove the device. The pevar procedure was completed and hemostasis was achieved surgically. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the large hole technique. Additionally, the account expressed dissatisfaction with the sticker provided with the device for charting because it does not contain the lot number. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned with the lever was in the closed position and the foot was completely retracted into the guide tube. During testing the lever was opened and the foot was deployed. The foot was completely retracted into the guide via closing the lever. Therefore, the reported foot retraction problem could not be confirmed. The reported difficult to remove the device could not be replicated in a testing environment. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot that would have contributed to this event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.